Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction did not recur. The customer was instructed to continue using the pump and to reach out if any issue arises again.